Event description:
It was reported that the device was explanted after an implant duration of approximately 0.5 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation and mitral insufficiency.

Manufacturer narrative:
The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformances. No additional information is available.

Event description:
Reportedly, the patient died after an unknown implant duration due to unknown reasons. No further details were provided. The date of event is unknown. The device will be not returned (it is unknown if the device was removed or if an autopsy was performed).

Manufacturer narrative:
The DHR review has been started. This was determined reportable per edwards lifesciences procedures. Device will not be returned.